Event description:
Needle pull off. Customer stated the needle was pulling off while passing through the tissue. The patient had no predisposing history. There are no reported adverse consequence to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.